Manufacturer narrative:
Additional information: medtronic received information that the procedure was planned as an open thoracolumbar fusion. A medtronic representative went to the site to test the equipment. Testing revealed that the door slide cable and winch assembly was replaced to restore functionality.

Manufacturer narrative:
Additional information: patient info updated. Additional information received reported the alleged imaging system was not used in the case but another imaging system was brought in for the remainder of the case. It was noted parts were replaced and the system was up and running. Unique device identification (UDI) was updated. Device manufacturing date was updated.

Manufacturer narrative:
Device UDI not provided. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the imaging system gantry door was failing to open. The site had closed the door around the patient and the "door open" message was on the pendant. The door would not fully close. They tried to reset the system and open and close the door with the pendant buttons, with no success. The manufacturing representative arrived on site and they were able to align the rotor and open the door manually. After the door was open they tried to close it again using the pendant and the door had fallen to the middle point between open and closed position. The imaging system was then parked. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.